Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1000362049, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of inflation issues and fluid loss/holes were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) implant device was unable to be filled and would not pump. A surgical procedure was performed during which the entire device was explanted and replaced. Upon explant, the physician identified a hole on the left cylinder. There were no patient complications reported.